Event description:
It was reported that 180 bd syringe 0.3ml 31ga 6mm had scale marking issues. The following information was provided by the initial reporter : the customer stated that there the printing of the syringe scale marking was wrong and the very first line is lower than zero scale.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: customer returned (96) loose 0.3ml bd insulin syringes. The customer stated that there was the printing of the syringe scale mark was wrong and the very first line is lower than zero scale. 30 out of the 96 returned samples were tested for scale marking placement using a 0.3ml plug gauge, and it was observed that 12 out of the 30 tested samples did not fall within the plug gauge spec. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for scratch print. Per (B)(4), if accuracy of scale location is questionable, volumetric testing is to be performed. The syringes had volumetric testing performed per (B)(4). Volumes are measured at the 10 and 30 scale lines. Per the chart in section 7.5 of qc700450, the spec range at the 10 is 0.0933-0.1060g, and the spec range at the 30 is 0.2843-0.3143g. These specifications are in alignment with iso 8537. The syringe passed volumetric testing using calibrated scale, ID# (B)(4), and is within volumetric specification. 10 unit 30 unit syringe #1, 0.0977, 0.2919. Syringe #2, 0.0989, 0.2927. Syringe #3, 0.099, 0.2929. Syringe #4, 0.0983, 0.2932. Syringe #5, 0.0991, 0.2875. Syringe #6, 0.099, 0.2922. Syringe #7, 0.0985, 0.2936. Syringe #8, 0.099, 0.2952. Syringe #9, 0.0957, 0.2907. Syringe #10, 0.0975, 0.2942. Syringe #11, 0.0986, 0.2935. Syringe #12, 0.0982, 0.2926. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 180 bd syringe 0.3ml 31ga 6mm had scale marking issues. The following information was provided by the initial reporter : the customer stated that there the printing of the syringe scale marking was wrong and the very first line is lower than zero scale.